Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis could not be replicated, nor confirmed, during the failure analysis investigation, as the instrument was recognized by the test system and successfully passed all functional tests. Energy delivery was tested and passed in various grip orientations. The instrument passed the electrical continuity test. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues, or other factors not directly related to the device. Additional findings not related to customer reported complaint: the instrument was found to have damage of the conductor wire¿s insulation at the yaw pulley. There was material missing as the conductor wires were exposed. The conductor wire insulation was damaged, but passed an electrical continuity test. Components adjacent to the damaged wire insulation do not show damage. The complaint was not confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted sleeve to bypass revision surgical procedure that the force bipolar instrument stopped working. The procedure was completed with no reports of patient injury.